Event description:
It was reported that the patient did not get cgm values from the display device. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that they encountered an issue with the insulin infusion set cannulas (described as the plastic little tube, going down with the needle) being ¿crimped.¿ as a result, she reported she was not getting adequate insulin from her pump. At an unspecified time during the event, the patient stopped getting cgm values from the display device. It was not reported whether the patient had been monitoring the bg by fingerstick during the period without cgm values. At the time of the event, the patient was in bed in the middle of the night and delusional. Her husband gave her syringes and the patient injected 20 units of insulin three times for a total of 60 units. The patient was not getting cgm values at that time and there was no report what the bg was at that time. An unspecified time later, the patient was taken to the hospital and diagnosed with diabetic ketoacidosis (dka) with a bg of 878 mg/dl. The patient was treated with unspecified IV in both hands and hospitalized. The length of stay was not specified. The patient also noted kidney damage as a result of the episode. There was no documentation of further medical evaluation or intervention for dka. After discharge from the hospital, the patient experienced a problem with signal loss. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1305 renal impairment. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.